Event description:
Asr revision; asr xl - left; reason(s) for revision: unknown. Bi-lateral patient - (B)(4) for right side revision. Update - added reason for revision, amended implant and revision date, added file handler details, filled out all mw fields, manufacturing and expiry dates. Querying missing stem details. Taken from claimsuite dated (B)(6) 2015. Reason(s) for revision: alval / soft tissue reaction]; surgery date: (B)(6) 2008; date of revision: (B)(6) 2011. Update - added stem details taken from email dated (B)(6) 2014 and claimsuite dated (B)(6) 2014. 17 july 2015 - update - rcvd (B)(6) legal claim - added (B)(6) and amend implant date as default date - (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).